Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested leak tests on the safety disk and all solenoids and could not duplicate the failure. The fse then verified that the unit calibrated and passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit failing leak test. There was no patient involvement.